Event description:
It was reported that following a resection of articular cartilage using the 4mm round burr, metal shavings were observed in the articular compartment of the knee. Attempts were made to remove the metal shavings with shaver under suction but were unsuccessful. Case was completed as scheduled. Meniscal pathology was successfully addressed. Knee arthroscopy procedure.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused by excessive bending forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.